Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. Visual inspection found biomaterial inside the pump housing & wrapped around the impeller. The root cause of low flow was due to biomaterial ingestion.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 71-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the motor current was flat with low flows. Unable to increase p level. Volume given and attempted to reposition and no change. The decision was made to replace the device. The patient is stable.